Event description:
Reports the twist clamp on a minicap transfer set was broken, which led to uncontrolled flow of fluid from the set. The patient was administered prophylactic antibiotics and no injury resulted from the incident per affiliate.